Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the implantable pulse generator (ipg) was pacing below the programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.